Event description:
The customer reported that during a patient procedure, using a glidescope video monitor (gvm), the image intermittently disappears. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The customer's glidescope video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image issues. Visual inspection did not identify any damage to the monitor. When connected to known, good, test verathon equipment, no failures were found. The customer's monitor passed all of verathon's device functionality testing. Neither the cable nor the laryngoscope used with the monitor during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation for the monitor, the customer was notified of verathon's evaluation findings and suggested the cable and laryngoscope be evaluated to isolate the issue. To date, no response has been received regarding additional troubleshooting or if the customer is going to return additional system components for evaluation by verathon. The monitor will be returned to the customer and no further investigation is required at this time. Verathon will continue to monitor for trends.